Manufacturer narrative:
According to the customer, after instilling chemotherapy through the foley catheter on (B)(6) 2026, the balloon "popped" causing "pink tinged" urine and a "burning sensation". The customer reported that after the incident occurred the foley catheter was removed and there was "no harm to patient". The customer did not report any serious injury related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per email; ruptured foley catheter balloon inside patient, used for chemotherapy instillation (off-label)

Manufacturer narrative:
Update to h6: type of investigation. Update to h6: investigation findings.

Manufacturer narrative:
Updated b4: date of this report. Updated g2: report source. Updated g3: date received by manufacturer.